Event description:
The customer complains about blood leak during treatment. Blood flow rate: 110 ml/min. Tmp: 108 mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.